Event description:
The customer had an incident where she was stopped by the police because she was driving erratically. She was also incoherent. She tested her blood glucose on the contour next link and the reading was 124mg/dl. The police requested an ambulance and the emt retested her with another meter. The reading was 33mg/dl. Customer was given liquid glucose three times and then felt better. A replacement meter was sent to her. Only the meter information was provided.